Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and noun expected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. Unit received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime, excessive no delivery test due to compromised force sensor alarm. Unit had battery cap stripped battery cap coin slot(p), minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
The customer'mother reported via phone call indicating that the insulin pump had battery cap issue. Customer's blood glucose at time of incident was unknown. Customer was unable to remove the battery cap on their pump. The customer was advised to attempt removal with a large screwdriver. Customer advised they were not able to remove the battery cap. The customer was advised to discontinue use of the device and if battery is low. The customer was advised to monitor pump closely if they continue to use the pump. Customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump alarm failed battery test, battery out limit and blank display. Customer's blood glucose was 117 mg/dl.